Event description:
The patient visited her doctor on (B)(6) 2016 and was diagnosed with a corneal ulcer (0.5mm) centrally located in the left eye (os). She was experiencing symptoms prior to her visit as she wore lenses over the weekend. The doctor stated her vision was 20/20. The patient was referred to an ophthalmologist where they found serratia organism and was told that the ulcer was caused by her contact lenses. The doctor stated the patient's vision is good with visual acuity of 20/20-20/25. She has a small scar which is causing a glare and is currently in glasses.

Event description:
Cvi is in receipt of additional information which confirms the patient was diagnosed with a corneal ulcer. Symptoms began two days prior to her doctor's visit on (B)(6) 2016. Permanent conditions were corneal opacities within the central area of the cornea of the patient's left eye (os). The patient was prescribed with the following medications to preclude permanent damage: vigamox, tobramycin, and cyclogyl. She has a superior temporal 1mm x 1mm small scar near the visual axis which causes the glare at night. Her visual acuity remains unresolved. Additional information received will be reported as a supplement report.